Event description:
During use of the coagulator, a number of small pieces of coating on the electrode came off in the pt's knee. The pieces were removed by continuous inflow of glycine and suction. The coagulator was being used in a "blend mode" by depression both the cut and coagulation buttons simultaneously. After the device was removed from the knee and set aside it spontaneously activated in the cut mode.